Event description:
An initial report of patient hospitalization was made to united therapeutics on 26-oct-2022 and forwarded to millyard advanced medical products llc on 27-oct-2022. The patient reported an unspecified pump alarm and was unable to troubleshoot, with assistance from her father. Patient's father stated he was going to call 911 to have her evaluated because the patient was confused and troubleshooting was unsuccessful. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.